Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and replicated error 25748 on psm3. The error reoccurred after swapping the universal motion controller (umc) 1&2. The fse replaced psm3 to resolve the reported problem. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed/replicated. The unit was tested on an in-house system where it failed normal mode. During exercising of psm unit triggered error 25748 specifically upon disengagement of clutch button. Error occurred regardless of speed of disengagement. No physical damage could be found on the clutch button assembly during visual inspection. However the connector from the ssfm to the rfid pca was found to have a kink. The unit was tested on an in-house patient side cart fixture test platform (pftp) and passed all required functional tests. Gap between distal grip cover and clutch button was 0.010".

Event description:
It was reported that during a da vinci-assisted surgical procedure, recoverable fault 25748 occurred on patient side manipulator 3 (psm3). After replacing instruments on psm3 and when the user pressed the clutch button, the recoverable fault would occur intermittently. The fault was recovered by recover fault each time and the customer was continuing the surgery. The procedure was completing as planned with no reported injury.